Event description:
Customer reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support explained to the customer that the pump reset one of its microprocessors as part of a routine system check and reassured them that the pump was functioning correctly. Customer understood that this was a built-in safety feature and successfully resumed insulin use.